Manufacturer narrative:
Investigation summary: a complaint investigation for cefoxitin batch no.: 0084083 was performed on retention samples. Photo from customer was received and evaluated. No discrepancies observed. Catalog 231591 belongs to fox-30. The investigation required to perform visual inspection, and batch record review. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that while using 5 bd bbl¿ sensi-disc¿ cefoxitin - 30 g a mix of product types in the package was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "packaging with product 231591 - cartridges with 231590 inside;".